Event description:
It was reported that there were high thresholds and a lead dislodgement due to twiddler's syndrome. Due to scarred adhesions on the svc (superior vena cava) coil, the lead could not be advanced, and the helix was unable to retract. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): distal conductor distorted, the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was apparent explant damage; the analyst noted that the helix would not extend or retract due to distal conductor distortion within the connector; full lead returned and analyzed.